Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl. The pump supplies were changed and insulin injections were administered to resolve the high bg. The cause of the high bg was not known. Tandem technical support advised the customer to discuss the event with a healthcare provider.